Event description:
A neonate was initially tested to have a too high bilirubin value (300 mmol/l). When the neonate (4 days old) was tested again, the result this time was 76 mmol/l. The doctor in charge decided that the bilirubin value was too low compared to the earlier value. In the afternoon the same day a new sample from the same child was tested. This time it showed the value 288 mmol/l. The doctor trusted this result. When the abl analyzer tested the sample with the too low result, the abl 735 error monitor system was activated and three error messages were given. Furthermore, question marks to all parameters measured in the ph/bg module and to parameters dependent on the reference electrode were given. It is believed that the poor sample transport did also give erroneous results for the rest of the parameters measured in the el/met module and oxi module - and these parameters were given without question marks. If the low result had been trusted the worst case scenario is that the child could have had a brain damage, but the bilirubin value was inconsistent with the clinicians expected picture of a possible decrease in bilirubin of the neonate. No other device where involved in the incident.